Event description:
The user facility reported that they experienced "uncontrolled bleeding from the valve" of the glidesheath during a radial heart catheterization procedure. Follow-up communication with the user facility contact reported that: at the end of the catheterization, the higher than normal blood leakage from the hemostasis valve had resulted in blood accumulation on both the bedding and the floor under the procedure table; the contact was unable to provide an estimated blood loss volume; however, they confirmed that there was no medical intervention necessary and no patient injury occurred as a result of the event.

Manufacturer narrative:
The involved device has not been returned for evaluation, which limits the failure investigation. A reserve sample from the reported lot was examined and performance testing was conducted. The results confirmed that there was no leakage under the test conditions and no other defects were found. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based on the available information, there is no indication that there was any relation to a pre-existing device defect. The potential for such an event is addressed in the product labeling with statements such as the following: "before use, make sure the sheath size (fr.) Is appropriate for the access vessel and the catheter to be used. The sheath can be used with a catheter of the same fr. Size or up to two fr. Sizes smaller without blood leakage at the one-way valve"; when inserting and removing the dilator: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage"; "rapid withdrawal of the dilator may result in the incomplete closing of the one-way valve, resulting in blood flow through the valve." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).